Event description:
Rep reported that the patient originally had the shunt put in (B)(6) 2009. He had an MRI on (B)(6) 2012. The valve was supposed to be set at 170mm h2o. They couldn't reprogram it after the MRI. 5 hours later the patient had headaches, vomiting and lethargy. They reprogrammed the valve with another program on tuesday but, did a revision on wednesday. They found that the catheter was blocked. However, even the ventricles were small to begin with, they were smaller after this incident. The valve was discarded.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.